Event description:
It was reported that the pt had high impedance on system diagnostics. The pt fell down from his bed one week prior to the high impedance being found which may have caused direct trauma to his chest. The device has been programmed off. X-rays were taken of the device and reviewed by the MFR. Upon review, it was noted that the electrodes did not appear to be linearly aligned as is commonly seen along the vagus nerve. No other anomalies were noted and no definite cause could be determined for the high impedance. Revision surgery is likely, but has not occurred to date.